Manufacturer narrative:
Correction: patient identifiers and demographics (remove n/a, add ni), patient/health/device codes (remove 2645, 1371, add 2199, 1171, 435). Event corrections: remove ¿two (2) unknown access sets would not connect from the tubing to the intravenous hub. It was further reported that multiple attempts were made to puncture when spiking an unspecified antibiotic. This was identified during preparation. There was no patient involvement¿. Change event to: an unspecified quantity of access sets were difficult to connect to the IV (intravenous) hub and became disconnected multiple times. This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) unknown access sets would not connect from the tubing to the intravenous hub. It was further reported that multiple attempts were made to puncture when spiking an unspecified antibiotic. This was identified during preparation. There was no patient involvement. No additional information is available.